Event description:
2 cypher stents places to svg to om cor. Artery (prox + distal svg). Five days later readmitted with cp + troponin to cath lab- clotted svg. Transferred the next day for repeat pci. Pci to native om taxus sent.